Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system displayed a black screen and image distortion. This issue occurred at the beginning of a diagnostic procedure, which was rescheduled. A philips field service engineer (fse) inspected the system on site and identified a faulty stand trolley cable. After replacing the stand trolley cable, the system was returned to use in good working order. Re-evaluation of the reported event has led to the determination that this complaint is not reportable. The reported issue did not lead to a death or a serious deterioration in the state of health of a patient, user or other person and based on historical data it's unlikely to do so were it to recur. Based on re-evaluation, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the screen went black during use. The device was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system displayed a black screen and image distortion. This issue occurred at the beginning of a diagnostic procedure, which was rescheduled. A philips field service engineer (fse) inspected the system on site and identified a faulty stand trolley cable. After replacing the stand trolley cable, the system was returned to use in good working order. Re-evaluation of the reported event has led to the determination that this complaint is not reportable. The reported issue did not lead to a death or a serious deterioration in the state of health of a patient, user or other person and based on historical data it's unlikely to do so were it to recur. Based on re-evaluation, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code and device problem code were corrected the product UDI, reporting institution name, reporting address line 1 and the reporting address city have been updated.